Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
Received info that there were no drops coming from the end of the tubing or pigtail during the load process even though 18+ units of insulin were used. There was no impact to the customer's blood glucose level.